Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that it was found that the distal end was dirty. This is attributed to failure to clean adequately. Other observations for the device are: leak at scope cover; nozzle deformed; light guide rod lens has chip; lens glue has chip; charge couple device (ccd) cover lens has pinhole; gap at distal end adhesive area; distal end rubber coating (a-rubber) glue chipped; connecting tube has a wrinkle and a scratch; paint peeling from air/water nut and suction cylinder nut; universal cord ahs a scratch; angulation has play and is oout of specification; and ccd unit has grainy image. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
When performing a preventing maintenance on the customer device, the engineer found that the water was not flushing well from the lens and qualified the device to be sent for repair to the service center. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was found that the distal end was dirty. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of the distal end being dirty as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.